Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The blood glucose of the customer was 410 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose level. Customer stated that the insulin pump had insulin flow blocked alarm last night. Customer declined to perform high pressure test. Customer also stated the insulin exited but cannula was not bent. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will not be returned for analysis.